Event description:
"Received a call requesting the ventilator to be inspected. As per caller, pt was found unresponsive by her common law husband with the trach tube not in the pt's trachea. Per caller, the victim's common law husband states he is unsure if the alarm was going off or not, as there were always alarms going off on the unit."

Manufacturer narrative:
Multiple communications with initial reporter. Unit will be returned to "nellcor puritan bennett" for eval. A f/u MDR will be sent when eval is completed.